Event description:
Underdelivery with blood transfusion reported. The pump was set to infuse one unit of packed red blood cells at the customer standard protocol of 300ml/hr with a dose limit of 75ml followed by 150ml/hr to complete the remaining volume (approximately 300-350ml total). After 2 hours, when the infusion should have been complete, the blood container was still approximately half full. In thinking about the incident, the nurse also reported that the pt had previously been on a cardizem drip with the same pump that also seemed to "run slow." No adverse effects were reported. The remainder of the blood was infused on a different pump without incident. No additional info was available.

Manufacturer narrative:
Testing and investigation confirmed the reported underdelivery. The pump failed short and long term delivery accuracy testing. When tested at 300 ml/hr with a 75ml dose limit (customer settings), it underdelivered by a -51% error. The underdelivery was caused by a defective pump mechanism. Also observed was a malfunction code 61 during an air-in-line testing. The malfunction code 61 was caused by a defective I/o motor. The plunger collar stop nut was found to be loose. A new plunger collar nut and set screw combination was introduced to improve manufacturability of the device by allowing the opertor improved access to the set screw which holds the collar in place.